Manufacturer narrative:
Date of event: unknown. Investigation summary: mat 363083. Lot:1350275. No customer samples and 1 photo were returned by the customer in support of this complaint. The photo was evaluated and does not show overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes blue tops are filled past fill line. The following information was provided by the initial reporter. The customer stated: "it was reported that blue tops are filled past fill line."